Event description:
Caller reported a malfunction on the pump, indicated by a malf 1 code, which was not resettable despite efforts to do so. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.